Event description:
On (B)(4). 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 1x daily and manages her diabetes with metformin pills (500 mg 1x daily). The alleged issue began a week prior to contacting lfs. The patient denied making changes to her usual diabetes management routine. About 1-2 days after the alleged issue, the patient claims she felt symptoms of weakness and frequent urination. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.